Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow up upon interrogation the right ventricular lead exhibited high capture and high impedance. The lead was reprogrammed to unipolar and the patient would be monitored.